Event description:
The customer contacted physio-control to report that their device locked up and gave a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control further evaluated the replaced part at the product analysis center (pac) and the cause of the reported issue was determined to be due to the thermally sensitive u24, on system pcb assembly.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up and gave a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.